Event description:
Our office received a report that a consumer experienced redness and infection after using complete multipurpose solution easy rub formula. Consumer sought medical assistance and was prescribed an eye drop and antihistamine. Pt visited the doctor twice due to the discomfort.

Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Result: retain sample testing is in progress. Chemistry eval results of complaint unit were within specifications. Microbiology eval of complaint unit did not meet specifications. The root cause has not been established.